Manufacturer narrative:
Summary of event: as originally reported, upon taking a safe-t-j amplatz extra-stiff support wire guide out of its holder, prior to use during preparation for an angiography, the wire guide tip was deformed/kinked. The package was not damaged. The wire was not altered by the user prior to use. The procedure was completed by using another product. There were no adverse effects to the patient. Upon return and evaluation of the device, the mandril was noted to protrude from the kinked distal end of the wire. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The safety wire was protruding from the coil, and some of the coating around the tip was damaged. The rest of the coating was not damaged, and the tip weld was intact. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU cautions the user to inspect the wire guide for kinks or damage prior to use. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address= phone: (B)(6). PMA/510(k) number = k171764 device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, upon taking a safe-t-j amplatz extra-stiff support wire guide out of its holder, prior to use during preparation for an angiography, the wire guide tip was deformed/kinked. The package was not damaged. The wire was not altered by the user prior to use. The procedure was completed by using another product. There were no adverse effects to the patient. Upon return and evaluation of the device, the mandril was noted to protrude from the kinked distal end of the wire.